Event description:
The consumer's wife alleged that after charging the m41sr20b power chair, the patient traveled a short distance and the chair stopped working. Afterwards, it would no longer power up. There was no reported injury.

Manufacturer narrative:
(B)(4) has not been initiated for this issue. Model m41sr20b, serial number/date code and age of product are unknown. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.